Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on. This may prevent or delay defibrillation therapy.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was repeatedly displaying a low battery message. The device also failed two self tests due to low battery. Upon evaluation, a pogo pin failure was confirmed. The root cause of the reported issue was a failure of the pogo pin, which led to voltage fluctuations, low battery fails, and an undefined fault code recorded in the device memory. The device was scrapped by heartsine and the customer was provided with a replacement device.